Manufacturer narrative:
D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the luer adaptor was cracked causing blood leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the luer adaptor was cracked causing blood leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and leakage was observed. The customer photos show a device with blood leakage on the female luer. However, the origin of the leakage cannot be determined based on the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.